Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer injured his head in a car collision. It was stated that the caller is not willing to return the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.